Event description:
The customer reported an opcheck failure. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported an opcheck failure. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was clarified as an inability to acquire pads ECG. The issue was localized to the processor pca. The processor pca was replaced to resolve the issue. The device passed testing and remained at the customer site.